Event description:
It was reported that there was a coupling issue. The patient was unable to get more than 2 bars coupling. There was some swelling that was still present. They did not believe the battery felt tilted. The antenna locate (al) feature showed a range around 80, which indicated a very good connection. The patient¿s first follow up session occurred on the day of the report. An x-ray was performed and the battery was flipped. The physician would do a revision in about a month. The patient was received good pain relief. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n538514, implanted: (B)(6) 2015, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).